Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms in the past day yet the customer was able to clear the alarms. Reportedly, the customer had the pump in the pocket and it was possible the pump had moisture since it had been raining in the area. However, the customer contacted back tandem technical support and reported that the altitude alarms continued. It was indicated that the customer would use manual injections as alternate insulin therapy. The customer's blood glucose level was not impacted.